Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device will not be evaluated by stryker.

Event description:
Patient presented with ankle pain. Pain was medial along distal tibia. X-rays show fracture through medial malleus. Some cystic change in region of medial malleolus. Fixed medial malleus fracture and did poly exchange.

Manufacturer narrative:
Evaluation revealed the sliding core uhmpwe, 6mm. No further associated products were reported. The affected items was documented as faultless prior to distribution. Thus, we excluded deviations in material and manufacturing. During investigation no material, design or manufacturing related issues were found. In the case presented a male patient ((B)(6)) had been treated with a (B)(6) total ankle replacement on (B)(6) 2004. In (B)(6) 2016 the patient went to the hospital due to pain. The pain was identified to be caused by cystic changes and a fracture through the medial malleolus (left tibia). On (B)(6) 2016 the medial fracture was treated by a revision surgery. The polyethylene sliding core was found to be worn and deformed. Thus it was exchanged during surgery as well. The polyethylene sliding core was found to be evidently worn and deformed. Abrasive wear and deformation was found adjacent to the keel-trough. The sliding core was removed and replaced by a new one. Cyst formation and bone fracture in general had been experienced and are nominated in the scientific literature. It does not present an unanticipated event in itself. ¿the by-products of frictional wear between the metal and polyethylene components of joint replacements lead to peri-prosthetic bone resorption. This process is named osteolysis and can result in subclinical or significant bone loss, loss of implant stability, subsidence, and implant failure¿ ¿early recognition, monitoring, and treatment of progressive peri-prosthetic osteolysis may prevent loss of implant stability¿debridement of the cyst and grafting, correction of malalignment if present, and polyethylene exchange may arrest progressive osteolysis and should be performed before implant failure.¿ ¿fractures of the medial or lateral malleolus may occur intraoperatively or postoperatively¿ postoperative fractures may represent unrecognized intraoperative fractures or stress fractures that develop after surgery. Scrutiny of postoperative radiographs should include ruling out these fractures. Non-displaced postoperative fractures with stable components may be treated with casting. Displaced fractures should undergo open reduction and internal fixation to avoid implant loosening.¿ cysts were furthermore clinically assessed by a hcp: ¿cyst formation is a typical complication of ankle arthroplasty and probably caused by bone modelling according to the flux of force inside the bone structure related to the implant contact¿. ¿spontaneous bone resorption and cyst formation represents a significant problem in ankle arthroplasty. The symptoms may be mild and will not require specific surgical measures, but in many cases revision surgery with bone grafting may be required. In advanced cases cyst formation may cause a collapse of the arthroplasty requiring implant removal and ankle fusion¿. Based on the above information, a deficiency of the devices in questions was not verified. Nevertheless as the exact cause of cyst formation is still poorly explained / understood and probably multifactorial, a correlation between implants and cyst formation could not be excluded. In case any relevant clinical information or the implants should become available, we reserve the right to update the investigation and change the root cause. Osteolysis, periprosthetic bone loss (like cysts) and bone fracture are listed in the IFU as adverse effects.

Event description:
Patient presented with ankle pain. Pain was medial along distal tibia. X-rays show fracture through medial malleus. Some cystic change in region of medial malleolus. Fixed medial malleus fracture and did poly exchange.